Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not power off when batteries were inserted and the downstream occlusion (dso) sensor seal was damaged. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) sensor seal that was found to be peeled off. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative needed to replace the dso sensor seal, and then the pump passed all functional tests.